Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses to repair a thoracic aortic aneurysm. The final angiography revealed a type ii endoleak originating from an intercostal artery, and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged. It was reported that the endoleak persisted with no evidence of aneurysm enlargement. Subsequent follow-up examinations showed no adverse event, and on (B)(6) 2014, three year follow-up examination revealed that the type ii endoleak persisted with no evidence of aneurysm enlargement. The physician elected to monitor the patient. On (B)(6) 2014, an aortic dissection was confirmed. It was reported that the dissection was device-related, however the exact location and cause are unknown. On (B)(6) 2014, additional non-gore stent graft was implanted to repair the aortic dissection. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.